Event description:
The patient experienced an increase in pain. The patient was examined on (B)(6) 2013 and complained of increased pain after a fall. A catheter access port (cap) contrast study was performed on (B)(6) 2013 and revealed a broken piece of catheter. The etiology noted relation to the catheter ((B)(4)), no relation to the device or therapy, and no relation to the implant procedure. The catheter was replaced on (B)(6) 2013. The event resolved without sequelae on (B)(6) 2013. The medication used within the system was morphine.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).